Event description:
It was reported that the patients ipg was difficult to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the hospital.

Manufacturer narrative:
Exact date unknown, event occurred over two years ago.